Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the intraocular pressure function was not unusable during a procedure. The procedure was completed after replacing the product. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
This is the fifty three complaint for the finish goods lot; however, the fifty two for this issue. The device history record review showed the order was built and released per specification. The customer returned ten samples for analysis, two of the ten samples were visually inspected and no obvious defects were found. The non-invasive flow sensors (nifs) on the cassette housings were in a good condition. A console representing a current software version was used to test the samples. One of the samples was unable to pass the priming sequence, generating a system message code. The other sample was able to prime and pass intraocular pressure (iop) calibration without the generation of a system message code; however, the received signal amplitude (rsa) value was found to be at the threshold value for rsa. The consoles received signal amplitude (rsa) values associated with failed priming sequences were reviewed and found to be non-conforming, while the rsa values associated with the successful priming sequences were found to be marginally above the console threshold. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate system message code(s) and disable iop control if the rsa value decreases below the threshold limit at any point during priming or surgery when the iop function is enabled. An analysis of the returned samples revealed that the customer¿s event was related to non-conforming rsa values associated with the cassettes. Dimensional features along with the cassette¿s manufacturing process appear to be the major contributing factor in low rsa values. Additionally, the rsa value is known to fluctuate during the use of the cassette and can also vary depending operator factors which are not reproducible in the laboratory environment. A cassette with a marginal rsa may also result in the customer¿s reported event. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance (qa) has isolated and identified the major contributor to rsa and has taken action to optimize the component dimensions for the consumable cassette. The manufacturer internal reference number is: (B)(4).